Manufacturer narrative:
Exact date unknown, event occurred several years ago. Explant date: explanted several years back.

Event description:
It was reported that the patient developed an infection. The patient underwent an ipg explant procedure. The explanted ipg will not be returned. No further information has been obtained despite good faith efforts.